Manufacturer narrative:
See related regulatory reports 2029214-2019-00971 and 2029214-2019-00972. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex with shield devices did not open during the procedure. The patient underwent embolization treatment for a ruptured blister aneurysm was located in left posterior communication area of internal carotid artery. Measuring 2mmx6mm. Landing zone distal 3.0mm proximal 4.3mm. The vessel was observed moderately tortuous. The patient anatomy appeared to be abnormal with a ¿twist¿ in the vessel that was preventing the device from opening - vessel appeared hyper plastic in nature. It was reported that the physician introduced first pipeline device which appeared not to properly open at the proximal landing zone. After discussion they tried another stent, but this produced a similar result where the device appeared to taper and not open sufficiently. Another device was then tried with the same result. All usual techniques used to try and get devices to open used. All three peds did not open at proximal. The pipelines were not position in a bend. More than 50% of the pipelines had been deployed when they failed to open. There were not any additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed with the microcatheter. More than 2 times the pipelines were re-sheathed. There were not any patient symptoms or complications associated with this event. Dapt (dual antiplatelet treatment) was administered. No images available for review. The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter flushed as indicated in the IFU. No patient injury was reported. The catheter flushed continuously with heparinized saline. Advice given that if device appeared not to be opening correctly or didn¿t look as it should then it wouldn¿t necessarily be a good idea to deploy as this could result in a partial or non-opening stent and implications for the patients¿ blood flow. After final discussion it was decided to stop and try with a shorter device in the near future with the patient being monitored - acute fd is outside of customers normal practice with these aneurysms usually being left to get slightly bigger before treatment is performed. Aneurysm was not treated.